Manufacturer narrative:
Concomitant: product ID 97792, lot# n455713, implanted: 2014-(B)(6), product type accessory. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a lost patient programmer. The patient did not have a programmer and not able to adjust her therapy she had not had it for over a week and was really hurting at the time of the report. It was noted that the pain returned and they had a sudden change in therapy/symptoms. The event was on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional relevant medical history: spinal pain.